Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer stated that the past few weeks, she has had high blood glucose levels and when she called to troubleshoot, no error could be found. Customer stated that she changed the basal and bolus. Customer stated that she was able to complete the rewind sequence. Customer was advised to disconnect from the pump and to revert to a back-up plan per health care professional's instruction. No additional information provided.